Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded, hardware errors were found. The receiver case was opened and the internal inspection passed. The reported event of an error icon display was confirmed. The root cause could not be determined.